Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device fails accuracy during testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, all intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Inaccurate/under delivery was found to be the cause of the reported problem. It was recommended to have the expulsor assembly replaced as corrective action to meet manufacturing specifications for accuracy. The root cause of the reported problem was unknown. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147 product is beyond 5 years from manufacture date of 2017-03 and there was no indication of a manufacturing defect during the investigation, so a device history review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation.